Manufacturer narrative:
Eval summary: primary surgical notes stated that the right hip preoperatively was 22mm shorter than the left leg due to the left leg tha causing the offset. Leg length was restored based on the preoperative templating. The final reduction revealed excellent range of motion, stability and restoration of leg length. Revision surgical notes stated that postoperatively the pt felt the limb was long and extremely tight, especially in the iliotibial band and region and posterior buttocks. It was noted that ¿long discussion preoperatively that radiographically his leg lengths were not long. ¿the pt had some increased offset and did have a pelvic obliquity with the right side down. The pt understood that shortening the limb may result in instability. With the info given, although not proven, it is possible that the pt had gotten use to the length difference from the left leg being longer and the obliquity of the pelvic was causing the right hip to feel longer than it actually was. However, a definitive root cause is not able to be determined with any certainty. Eval: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add¿l info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain.